Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was out of specification on the ventricular side. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment that the external pulse generator (epg) is out of specification on the ventricular side. It was also determined at analysis that the upper and lower case is broken one side is missing and the side bail and ring cover are broken. The battery contacts are contaminated, and the battery drawer is broken. The keypad is scratched, and the main printed circuit board (pcb) is out of specification (electrical). The epg additionally needs a battery drawer o-ring and an lcd screw. Due to five-year end of life the device is unrepaired and will be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned to service and repair.